Event description:
Customer reported that when taking pad off at end of case, reddened area around edge of pad seen with breakdown of skin at cord entrance site. Blister treated with ointment. Generator cut setting: between 3 and 4 on the dial. Coag setting: between 3 and 4 on the dial. Pad placed on left trunk.